Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and the unit was confirmed to have a speaker that produced distorted tones due to foreign contaminant fibers and remnants of liquid ingress. The speaker was replaced and the audio was crisp and clear. A service history review reveals that this unit was in the field for over two (2) years with no reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the rad-8 speaker is defective. Customer was unable to provide any further information regarding the reported malfunction. No patient involvement.